Manufacturer narrative:
(B)(4). Date sent: 12/01/2017. Batch #unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic low anterior resection, scissoring occurred with the device. The doctor felt different when the clip was fed into the jaws, and commented that it was possible that the device was not fully inserted through the trocar port. Another device was used to complete the case. There were no adverse consequences to the patient.